Event description:
My dexcom cgm read 246 with two arrows pointing up which means my blood sugar is rising at an extremely fast rate. When I checked with my glucose meter my blood sugar was actually 184. Previously this morning two other dexcom sensors failed to attach when I attempted to insert them. I had the needle stuck in my body and had to pull to remove them. Reference report #mw5117291, #mw5117293.